Event description:
As reported by the field clinical specialist, approximately 6 years and 8 months post transfemoral tavr procedure with a 26mm sapien 3 valve in the aortic position, the patient was being reviewed for a valve-in-valve treatment due to valve degeneration.

Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted when additional information is provided.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections g6, h2, h6: type of investigation, investigation findings and h10 has been updated. The device was not returned. Imagery was reviewed by an edwards lifesciences proctor and the following was observed: "computed tomography (CT) scan shows a thrombus in the left coronary cusp (lcc) instead of white calcified pericardial leaflets. As no device was returned, engineering was unable to perform visual inspection, functional testing, or dimensional testing. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The complaint was unable to confirm as imagery review did not provide any indication of device degeneration and/or medical record was not provided for evaluation. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. As reported, "approximately 6 years and 8 months post transfemoral transcatheter aortic valve replacement (tavr) procedure with a 26mm sapien 3 valve in the aortic position, the patient was being reviewed for a valve-in-valve treatment due to valve degeneration." In this case, CT imagery review revealed thrombus on the lcc instead of calcification. Thrombus formation can impact valve function and potentially cause device malfunction or failure. However, without additional information, a root cause was unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. No device or labeling problem was identified during the evaluation. Therefore, no further corrective action preventative action nor product risk assessment escalation is required.